Manufacturer narrative:
(B)(4). Results of investigation: the field service representative (fsr) went onsite to evaluate the device per the customer's request. The fsr confirmed that there was no reported allegation against the ventilator but they wanted the evaluation per their procedure. The fsr found the device with the customer's testing equipment already connected to the ventilator. The fsr turned on the device and began testing with the customer's circuit and test lung. The fsr observed fluctuations breath to breath for the peak pressure (ppeak) and positive end expiratory pressures (peep), between 27 to 46 and 1 to 5, respectively. The fsr removed the customer's test lung and circuit and noticed that the exhalation valve body had a physically broken tab. The fsr evaluated the component and determined that the broken tab was not significant enough to effect the performance of the component and would not have caused a leak. The fsr installed a new exhalation valve body and connected his test circuit and test lung to the ventilator. The fsr evaluated the device's performance and the ppeak and peep fluctuations were resolved with his test lung and circuit versus the customer's test lung and circuit. The device operated properly to manufacturer specifications and the fsr confirmed that there were no failures or malfunctions with the ventilator.

Event description:
The customer reported that a patient had a cardiac arrest while connected to the ventilator. At the time of the reported incident, the vela ventilator displayed a circuit disconnect and low pressure alarm but believed these are related to the patient's condition. The customer reported that they do not believe the ventilator is related to the patient event and that there is no allegation of a malfunction. The customer also stated that after removing the patient from this ventilator, the ventilator was tested and showed no signs of any malfunction or issue with its performance. The customer reported the event to carefusion to request an evaluation, per their procedure, prior to placing the ventilator back into service. The customer reported that the patient recovered from the cardiac arrest and is "doing fine".